Manufacturer narrative:
Updated sections: d9, g3, h2, h3, h6 - type of investigation, investigation findings, investigation conclusions; the other codes in h6 remain unchanged from the previous submitted form. The lead was returned and analyzed. Visual inspection of the returned lead found the lead to be fractured at multiple points. The lead was further analyzed under an optical microscope, which confirmed these findings. Review of the device's diagnostic data also confirmed the findings as the lead had high impedances basically since the initial implant. The exact root cause of the lead breakage and high impedances could not be conclusively determined, but the fall/accident reported by the patient could have been a possible source of the lead breakage and fractures. Nevro submits this report in compliance with FDA's medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
It was reported that during a revision procedure, the patient's lead was found to be broken just after the lead anchor. An assessment regarding the cause of the reported damage was not available. The device was replaced and there have been no reports of further complications related to this event.

Manufacturer narrative:
A review of the device's manufacturing records was completed, including batch history and device history; there were no deviations or non-conformities associated with the reported event. Nevro is awaiting the return of the device. E1. Reporter name and address: the initial reporter's information is not complete, as the event was reported by the physician. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.